Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was safety shield failure. The following information was provided by the initial reporter. The customer stated: "the employee was using needle eclipse and the safety shield fell off causing a needle stick injury to the employee's right thumb."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval? Yes. D9: returned to manufacturer on: 12-aug-2022. H.6. Investigation summary: "material #: 368608. Lot/batch #: 1327715. Bd received 144 samples and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for defective locking mechanism with the incident lot was not observed. Additionally, 20 of the customer samples were evaluated by functional testing and the indicated failure mode for defective locking mechanism with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was safety shield failure. The following information was provided by the initial reporter. The customer stated: "the employee was using needle eclipse and the safety shield fell off causing a needle stick injury to the employee's right thumb."